Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The rotapro console failed cis rotapro manual test due to an air leak from the pneumatic kit.

Event description:
It was reported that the speed was unstable. A rotapro console was selected for use. During the procedure, it was noted that the speed was low and automatically switched to high speed. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the speed was unstable. A rotapro console was selected for use. During the procedure, it was noted that the speed was low and automatically switched to high speed. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).